Event description:
Self-testing of a high grade surgical facemask and a high grade consumer facemask using a hazardous gas meter made by industrial scientific 2007 and again eight days later, I discovered that dangerous low oxygen levels are immediate and consistent. This finding was immediate and persistent. It appears that all tie on, ear loop, elastic band fiber facemasks are dangerously defective to the wearer because they create a low oxygen environment for the wearer. These products affect a very large segment of the population. Usage causes an immediate drop of oxygen to unsafe levels. Low oxygen level impairment is probable. Dose or amount: low o2 -below 19.5%- high co2 -above. Frequency: 36-40 hrs / wk. Route: inhale. Dates of use: 1985 - 2007 +27 years. Diagnosis or reason for use: safety device commonly used. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.